Event description:
It was reported by the rep that the two tct75 were used during a colon resection procedure. It was reported that the staplers were positioned on the bowel, an attempt to fire was made, but they locked out. A third was pulled to complete the case. There was no pt consequence.